Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the display was hard to read as well as insulin pump was cracked down where the reservoir is screwed in also received two no delivery alarms within the last 6 months. Customer's blood glucose level was unknown. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Device passed self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no low battery alert, missing segments/partial display and back light anomaly noted. Device received with cracked reservoir tube lip noted. (B)(4).